Manufacturer narrative:
Power loss alarms, low battery alarms and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the power alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the patient called back with more problems. When changing the infusion set, the pump would freeze, and no buttons would work. It was stated that the patient would have to change the battery in order for the pump to work. The patient did not remember the blood glucose reading at the time of the event. The patient also stated that pump suspended itself from 4:00 to 7:00 am on its own, without any input by the patient. Advised that the pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple power error alarms. Customer's blood glucose was 26 mmol/l. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.